Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) placed a call to their health care professional (hcp) after receiving shock therapy. The physician requested the patient perform a patient initiated interrogation to review the reported shock. Upon review, technical services (ts) noted there were two stored ventricular episodes. It was noted that during the first episode, the patient received appropriate anti-tachycardia pacing (atp) and one shock for ventricular tachycardia (vt). Review of the second stored ventricular episode found, atp was successfully delivered for vt, but the atp accelerated the arrhythmia into the patient's ventricular fibrillation (vf) zone where the device delivered shock therapy and successfully converted the arrhythmia. Ts provided the episodes for the physician's review. This crt-d remains in service. No additional adverse patient effects were reported.